Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes) has been confirmed. Upon investigation the monitor was resetting and was displaying a service code 107 (multiple abnormal shutdowns). The cause for the resets was isolated to a defective u500 digital signal processor on the computer/analog board. Additionally, the monitor displayed a service code 102. The cause for the service code was a shorted c19 capacitor. The root cause for the defective u500 processor and shorted capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying service codes.